Event description:
It was reported that during implant of a bipolar epicardial lead there were high pacing thresholds at various epicardial positions and high impedance. The lead was replaced with a second bipolar epicardial lead and high pacing thresholds and high impedance was also observed at various positions. The lead was removed and a unipolar epicardial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4), the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.